Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead needed some slack. The pocket was re-opened and the right ventricular lead was advanced. The lead remained implanted. The patient was stable.